Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the d4. Catalog number should be ¿unk_smart touch bidirectional sf¿ since no specific product information was received. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure with a biosense webster catheter and the patient experienced cardiac tamponade. Intervention is unknown. It was reported that the patient got a tamponade most likely not due to the bwi catheter and related to metronic catheter or the transseptal puncture. 1 hour delay. Procedure has been postponed. Note: multiple attempts have been made to obtain clarification for this complaint. However, no further information has been made available. Although the event description indicates that the cause was likely related to a non-bwi catheter or the transseptal puncture, bwi cannot exclude the bwi ablation catheter from being a contributing factor until further details about the procedure are provided.